Event description:
Report received of an over-delivery of heparin. The patient was receiving heparin 25,000units in 250ml of an unspecified IV fluid. The pump was programmed to deliver the heparin on line d at 9ml/hour. The nurse caring for the patient noted that in a short period of time, there was more fluid missing from the IV bag than should have been gone. According to the customer contact, 100ml of IV fluid was infused in a 2-hour time period. The heparin drip was stopped for an unspecified length of time and was resumed when the ptt level returned to an acceptable level. The patient had no reported bleeding complications. No medical interventions were required. There was no reported adverse patient event. Though requested, there was no further information available.